Manufacturer narrative:
Additional information h6 and h11: h11: the device was not received for evaluation however a photo sample was provided. The photo showed the battery contacts were soiled. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. As per the spectrum iq operator¿s manual "residue left on the battery contacts can interfere with the ability of the battery to make electrical contact with the pump. Use of an alcohol-based wipe is permitted to remove any residue left on the battery contacts. The alcohol-based wipe will not serve as a disinfectant; an approved compatible cleaner must first be used to disinfect. After the approved compatible cleaner's contact time has elapsed, the alcohol-based wipe can be used." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.